Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03599. It was reported that the patient experienced ineffective therapy. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Corrected: date of birth. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: h6 codes.